Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. A review of the lhr was not possible as the lot number was not provided.

Event description:
The aci sales professional reported that a patient underwent a diagnostic coronary procedure on (B)(6) 2013. Access was obtained at the right common femoral artery via a 6f sheath (model unknown). Peri-procedure, the patient was anti-coagulated with heparin. A pre-procedure femoral angiogram showed the vessel size to be 6mm. Following the procedure, the technician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that hemostasis was observed post deployment. When the patient was in the ICU floor (intensive care unit) the patient developed a retroperitoneal bleed (rp bleed). The lab monitored the patient for change in blood levels and noted that the levels decreased by 4 grams. A cat scan was performed which revealed that the hemorrhage (retroperitoneal bleed) extended from the right lobe of the patient's liver to the pelvis. Pressure was held for an unknown amount of time. The patient was reported as "stable". The patient's discharged date is unknown. No further information is available.